Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) as the device was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.